Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting an error message displayed blower temp too high on v60 ventilator. The device was not in clinical use. There was no report of patient/user harm/injury. A philips remote service engineer (rse) reported the customer verified filter were clean and cooling fan was operational. The rse informed customer the next step would be to replace the blower per manufacturers recommendations. Investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device with the customer biomed and confirmed the reported problem. The asp replaced the blower assembly to resolve the reported issue. The device failed performance verification testing (system leak test) after replacing the blower assembly. The asp confirmed the issue is unrelated to the blower malfunction and a new project record has been opened to address this issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.